Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 has a leaking tank and noisy. No patient adverse events reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement. The event occurred during testing. The device alarmed during the event.

Manufacturer narrative:
Other, device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The pump was found to be leaking and noisy during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The aforementioned product problems occurred as a result of damage to the unit caused by the customer. This was established as the root cause. The pump assembly and tank cover were replaced.